Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, #ide (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 7 months, 6 days. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported the patient had complaints of lightheadedness and black stools for 4 days starting (B)(6) 2019. Patient had one episode of yellow emesis (vomit) while in the ambulance to a local hospital on (B)(6) 2019 attributed to car sickness. Found to have hemoglobin of 5.8 (baseline range 8-9). The patient was treated with 2 units of packed red blood cells (prbc) with pump at local hospital; hemoglobin back to 7.2 before transferred to site and admitted to ICU. Gi consulted on (B)(6) 2019. Patient had melenic stool on rectal exam but had not had melenic bowel movement since (B)(6) 2019, the day prior. Patient was started on proton pump inhibitor (ppi) and coumadin was held. Patient was treated with another 1 unit of prbc on (B)(6) 2019 and received an enteroscopy. A spike in white blood cell count (wbc) and fever were noted. The event outcome was reported as ongoing. No additional information has been provided.